Event description:
It was reported that surgical time was extended when the screws did not align to the holes in the nail properly. The hospital staff attributed the problem to the hexdriver.

Manufacturer narrative:
Three screws used with the hexdriver were returned. Each of these screws had been cross threaded in the field. It is possible that the cross threading of the screws is responsible for the difficulties experienced.